Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post plif procedure, level l5-s1, implanted on (B)(6) 2012 returned to surgeon complaining of pain. On (B)(6) 2012 pt was returned to operating room for hardware exploration. Surgeon determined that one of the screws was positioned too close to the nerve and was causing pain. Surgeon removed 1 screw and repositioned and replaced it with a new screw.